Event description:
Healthcare provider reported a right-side capsular contracture baker grade iii. Healthcare provider noted "observations made during surgery" of "any creases". The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformance's noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events capsular contracture and crease / folding of implant was received on february 19, 2025, with catalog number 3304756. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ crease / folding of implant: observed. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare provider reported a right side capsular contracture baker grade iii. Healthcare provider noted "observations made during surgery" of "any creases". The device has been explanted.